Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a rechargeable implantable neurostimulator (ins) and at first as able to charge the ins, but since about a week the patient was experiencing difficulties to charge the ins. When a recharger session was initiated the wr shortly found/connected, but it would disconnect again. A reset of the wr and app was performed, as well as change the position of the wr, but it couldn't find the ins. Additional they received codes 580 and 626 on the app indicating an error found in the dbs therapy application, and also that the ins battery was low. It was stated that the inability to connect could be due to patient weight. If the issues persisted they would do an x-ray to check on ins position. The issue wasn't resolved. Additional information was received: it was reported that they tried different rechargers and it still didn't work. The doctor performed an x-ray and the ins was positioned correctly. They had tried every solution and nothing worked, so there would be an ins revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was implanted with another manufacturer's product and it would not be returned.